Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that there is not enough information to confirm if the device broke inside the incition, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the hitting round surface of the impactor detached from impactor during a tka. A delay of 0 to 30 minutes reported. No patient injuries reported. An s&n backup was available.